Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that a malfunction occurred while attempting to dispense medication using the bd pyxis¿ medstation¿ es. Specifically, after initiating an override, the device failed to recognize the action, preventing the user from retrieving the medication. No delays in care, adverse events, or injuries were reported in connection with this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to remove medication post override as the device was no recognizing. The technical support specialist (tss) found that users were unable to perform overrides on medications in matrix drawers due to access permission issues¿they lacked override permissions for other meds stored in the same drawer. Tss provided the customer with options to resolve the issue by adjusting user permissions or reorganizing medication storage. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
The customer reported that a malfunction occurred while attempting to dispense medication using the bd pyxis¿ medstation¿ es. Specifically, after initiating an override, the device failed to recognize the action, preventing the user from retrieving the medication. No delays in care, adverse events, or injuries were reported in connection with this incident.